Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay to the screen is cracked. It is noted no key board was returned with programmer. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Right keyboard hinge was broken and system fan was noisy. (B)(4).

Event description:
It was reported the screen and keyboard are both broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.